Manufacturer narrative:
The manufacturer was notified on 12/18/2025 that the user experienced a hypoglycemic event on (B)(6) 2025 with a reported blood glucose of 32 mg/dl. The user was found unresponsive at home and received treatment from ems with IV dextrose, after which blood glucose returned to range. The user was not transported to a hospital and later discontinued use of the device on the same day. Available device data for the reported event date were limited, and no device logs were available for review. No additional information regarding device function at the time of the event was provided. This report is submitted in accordance with MDR requirements. A supplemental report will be submitted if additional information becomes available.

Event description:
On 12/18/2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 32 mg/dl. The user did not self-treat prior to outside assistance and was found unresponsive by a roommate. The user was treated by ems with IV dextrose at home and did not require transport to the hospital.